Event description:
It was reported that pump displayed a cartridge change error that continued even after customer tried to load more than one new cartridge using correct technique. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to remove and inspect cartridge, discard cartridge with damaged o-ring, fill and load new cartridge, and clean pneumatic tap area, and when error persisted customer was placed on multiple daily injections as backup therapy while technical support arranged warranty pump replacement and provided instructions for storage, shipping, and return of problematic pump.